Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 38 cm from the distal end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise.